Event description:
A remstar plus c-flex device was returned to a third party service center for a service as part of the sound abatement foam recall process with no initial alleged complaint. During evaluation no foam particles were noted in the airpath, yet foam degradation was noted, the devices sound abatement foam was replaced to address the issue, in addition, the service center found contamination from dust fail and has a presence of error code e062 (err_stuck_ramp_key), e100 (err_humid_no_heat), e066 (stuck encoder b error) and e065 (stuck encoder a error). The device was scrapped by the service center after the evaluation was completed. This event is reportable under FDA 21 cfr part 803 as it meets the criteria for a serious injury and/or product malfunction.

Manufacturer narrative:
A remstar plus c-flex device was returned to a third-party service center for a service as part of the sound abatement foam recall process with no initial alleged complaint. During evaluation no foam particles were noted in the airpath, yet foam degradation was noted, the devices sound abatement foam was replaced to address the issue, in addition, the service center found contamination from dust fail and has a presence of error code e062 (err_stuck_ramp_key), e100 (err_humid_no_heat), e066 (stuck encoder b error) and e065 (stuck encoder an error). The device was scrapped by the service center after the evaluation was completed. Additionally, the 510k is updated.